Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: pr 691121. Radiographic image review results states that, lateral x-ray for different time points show difference in height of the expandable interbody graft at l4-5 appears to have collapse rather than subside into vertebral bodies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during use of the reported product. It was reported that, the cage collapsed after expansion. It was a normal workflow and collapse was noted at 3 month follow-up. The disc was prepacked and surgeon used autograft and an allograft. Patient was having a bit more back pain than usual. There was no additional treatment or surgery performed as a result. No further complications reported.